Manufacturer narrative:
The instrument accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the or manager at the hospital and obtained additional information regarding the reported event. She indicated that the snap-fit paddle blade accessory tip fell off the instrument and into the patient. She denied that the blade broke off. The instrument accessory was retrieved laparoscopically. The or manager denied that an x-ray was performed as a result of the reported event. She also denied that the patient experienced any intra-operative or post-operative complications because of the reported issue. The surgeon was contacted to verify the characteristics of the anatomy being removed at the time of the reported event and if the instrument had made contact with any other instrument during the surgical procedure that may have caused the blade to fall off. The surgeon stated that there was no contact with anything other than fibroids. He also stated that the blade was working fine on a very large uterus and when he reversed direction, the blade fell off the end of the instrument. Based on the information provided, this complaint is being reported due to the following conclusion: the snap-fit paddle blade accessory dislodged from the snap-fit scalpel instrument and fell into the patient. Per the information provided, the instrument accessory was retrieved.

Event description:
It was reported that during a da vinci hysterectomy procedure, while the surgeon was resecting the patient's uterus with the snap-fit paddle blade accessory installed on the snap-fit scalpel instrument, the blade accessory popped off and fell into the patient. The surgeon was able to retrieve the instrument accessory laparoscopically. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.